Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dizziness and short of breath. The paramedic shocked the patient out of ventricular tachycardia (vt) into paced rhythm. Boston scientific technical services (ts) explained to the physician why patient was not treated by the device as it was due to ventricular tachycardia (vt) in monitor only zone. The physician requested a local representative be paged for possible reprogramming of device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrections to the following fields after medical review was performed: h6 patient codes and h6 impact codes additional information was received that this patient with this crt-d presented to the emergency room (ER) with reports of experiencing shocks. Upon review of the electrograms (egm) the patient was in ventricular tachycardia (vt) and anti-tachycardia pacing (atp) therapy was provided.. Subsequently, after atp therapy was applied, this accelerated the ventricular arrhythmia into the patient's ventricular fibrillation (vf) zone. The device delivered two shocks and successfully converted the patient. The patient did experience a coinciding syncopal episode. No out of range measurements were observed. Technical services (ts) was consulted and provided the treating physician with the findings and recommendations. The device remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dizziness and short of breath. The paramedic shocked the patient out of ventricular tachycardia (vt) into paced rhythm. Boston scientific technical services (ts) explained to the physician why patient was not treated by the device as it was due to ventricular tachycardia (vt) in monitor only zone. The physician requested a local representative be paged for possible reprogramming of device. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient with this crt-d presented to the emergency room (ER) with reports of experiencing shocks. Upon review of the electrograms (egm) the patient was in ventricular tachycardia (vt) and anti-tachycardia pacing (atp) therapy was provided.. Subsequently, after atp therapy was applied, this accelerated the ventricular arrhythmia into the patient's ventricular fibrillation (vf) zone. The device delivered two shocks and successfully converted the patient. The patient did experience a coinciding syncopal episode. No out of range measurements were observed. Technical services (ts) was consulted and provided the treating physician with the findings and recommendations. The device remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced dizziness and short of breath. The paramedic shocked the patient out of ventricular tachycardia (vt) into paced rhythm. Boston scientific technical services (ts) explained to the physician why patient was not treated by the device as it was due to ventricular tachycardia (vt) in monitor only zone. The physician requested a local representative be paged for possible reprogramming of device. The device remains in service. No adverse patient effects were reported.